Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain"), genital haemorrhage ("heavy and irregular bleeding,"), autoimmune disorder ("auto/paraimmune disorder") and kidney infection ("infection (bladder/urinary tract/vaginal), bladder or urinary problems or changes") in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included haemorrhage nos since (B)(6) 2015, pain (the second day woke up with pain on the right side of the body including the arm and leg with numbness and tingling as well.) Since (B)(6) 2015, muscle cramps since (B)(6) 2015, migraine (common migraine without aura) since (B)(6) 2015, headache (for 3 days) since (B)(6) 2016, hemianaesthesia (the second day woke up with pain on the right side of the body including the arm and leg with numbness and tingling as well.) Since (B)(6) 2016, decreased appetite since (B)(6) 2016, nauseous since (B)(6) 2016, headache since (B)(6) 2016, coughing since (B)(6) 2016, general malaise since (B)(6) , nausea since (B)(6) 2016, sinus pressure since (B)(6) 2016, ear pain since (B)(6) 2016, rash (patient developed a rash from penicillin and levaquin.), pelvic pain female (severe pelvic pain) since 2012, fibroids since (B)(6) 2016, polyp since(B)(6) 2016, menorrhagia (monthly for 10 days visit for screening mammogram heavier menses q. Month for the first 3-4 days patient desires definitive surgical management for these conditions.) Since (B)(6) 2016, muscle spasms since (B)(6) 2016, urinary tract infection since (B)(6) 2016, kidney pain since (B)(6) 2016, abdominal pain since (B)(6) 2016, acute sinusitis since (B)(6) 2016, influenza since (B)(6) 2016, cervical polyp, menstrual cramps (patient desires definitive surgical management for these conditions.), anxious mood and dysuria. Concomitant products included ibuprofen from (B)(6) 2016 to (B)(6) 2016 for general body pain and pain as well as beta-lactamase sensitive penicillins (penicillin), cefalexin (keflex), cetirizine hydrochloride, doxepin hydrochloride, levofloxacin (levaquin), midrid (midrin), omeprazole since 2015, oseltamivir (tamiflu), pantoprazole sodium since 2015, salbutamol (albuterol), sumatriptan (imitrex), sumatriptan succinate and sumatriptan since 2012. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches (event splitted for coding)") and headache ("migraines / headaches (event splitted for coding)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/ lower quadrant pain/severe cramping,") and back pain ("back pain"). On (B)(6) -2016, 7 years 5 months after insertion of essure, the patient experienced dysuria ("bladder or urinary problems or changes dysuria"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). In 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal), bladder or urinary problems or changes") and kidney infection (seriousness criterion medically significant). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and abdominal pain ("abdomen pain"). The patient was treated with surgery ((B)(6) 2016,pelvic surgery to tryand alleviate the symptom,hysterectomy(full),bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain lower, back pain, vaginal haemorrhage, menorrhagia, urinary tract infection, kidney infection, migraine, dysmenorrhoea, dyspareunia, dysuria and abdominal pain outcome was unknown and the genital haemorrhage and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, back pain, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2016, upper back and neck are much better. No longer having the right-sided pain. Still has quite a bit of sinus pressure, headache which is worse with bending forward, ear pain as well. Feels better in some ways but overall about the same. Patient developed a rash from penicillin and levaquin. Does not recall having problems with breathing or swelling in the throat with these reactions. On (B)(6) 2016, she is adamant that she wants to have it removed, may want a hysterectomy. On (B)(6) 2016, preoperative exam for gynecologic surgery. On (B)(6) 2016, encounter for routine gynecological examination with papanicolaou smear of cervix. On (B)(6) 2016, patient admitted for planned vaginal hysterectomy secondary to pelvic pain/menorrhagia. No intraoperative complications. Postoperatively, patient did well. Pain well controlled. Surgical pathology report: diagnosis: uterus, cervix, hysterectomy, bilateral fallopian tubes: - multiple fragmented pieces of tissue, 154 gm in aggregate, including recognizable: - benign endometrium, proliferative type, including benign endometrial polyp, 1.5 cm. - benign myometrium, including two leiomyomas, up to 3.0 cm. - benign cervix, including endocervix and ectocervix. - benign right and left fallopian tubes. Some fragments show recognizable serosa which is smooth and focally erythematous. There are two coiled silver metallic stents located within the bilateral fallopian tube segments at the proximal end, extending within the cornea of the uterine parenchyma. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, urinary tract infection, kidney infection, migraine, headache, dysmenorrhoea, dysuria and abdominal pain. Quality-safety evaluation of ptc: unconfirmed quality defect. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. A ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. Most recent follow-up information incorporated above includes: on 8-jun-2018: plaintiff fact sheet- events bladder and urinary problem, auto/para immune disorder were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding,"), abdominal pain lower ("abdominal pain/ lower quadrant pain/ severe cramping,") and back pain ("back pain"). The patient was treated with surgery (on (B)(6) 2016 underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unconfirmed quality defect. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. A ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. Most recent follow-up information incorporated above includes: on 24-jan-2018: quality-safety evaluation of product technical complaint. Entry of FDA codes, addition of ptc global number reference. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain"), genital haemorrhage ("heavy and irregular bleeding,") and kidney infection ("infection (bladder/urinary tract/vaginal), bladder or urinary problems or changes") in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bleeding since (B)(6) 2015, pain (the second day woke up with pain on the right side of the body including the arm and leg with numbness and tingling as well.) Since (B)(6) 2015, cramp since (B)(6) 2015, migraine (common migraine without aura) since (B)(6) 2015, headache (for 3 days) since (B)(6) 2016, hemianaesthesia (the second day woke up with pain on the right side of the body including the arm and leg with numbness and tingling as well.) Since (B)(6) 2016, decreased appetite since (B)(6) 2016, nauseous since (B)(6) 2016, headache since (B)(6) 2016, coughing since (B)(6) 2016, malaise since (B)(6) 2016, nausea since (B)(6) 2016, sinus pressure since (B)(6) 2016, ear pain since (B)(6) 2016, rash (patient developed a rash from penicillin and levaquin.), pelvic pain female (severe pelvic pain) since 2012, fibroids since (B)(6) 2016, polyp since (B)(6) 2016, menorrhagia (monthly for 10 days visit for screening mammogram. Heavier menses q. Month for the first 3-4 days. Patient desires definitive surgical management for these conditions.) Since (B)(6) 2016, muscle spasms since (B)(6) 2016, urinary tract infection since (B)(6) 2016, kidney pain since (B)(6) 2016, abdominal pain since (B)(6) 2016, acute sinusitis since (B)(6) 2016, influenza since (B)(6) 2016, cervical polyp and menstrual cramps (patient desires definitive surgical management for these conditions.). Concomitant products included ibuprofen from (B)(6) 2016 for general body pain and pain as well as beta-lactamase sensitive penicillins (penicillin), cefalexin (keflex), cetirizine hydrochloride, doxepin hydrochloride, levofloxacin (levaquin), midrid (midrin), omeprazole since 2015, oseltamivir (tamiflu), pantoprazole sodium since 2015, salbutamol (albuterol), sumatriptan (imitrex), sumatriptan succinate and sumatriptan since 2012. On (B)(6) 2008, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/ lower quadrant pain/severe cramping,") and back pain ("back pain"). On (B)(6) 2016, 7 years 5 months after insertion of essure, the patient experienced dysuria ("bladder or urinary problems or changes dysuria"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal), bladder or urinary problems or changes"), kidney infection (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdomen pain"). The patient was treated with surgery ((B)(6) 2016,pelvic surgery to try and alleviate the symptom,hysterectomy(full),bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain, vaginal haemorrhage, menorrhagia, urinary tract infection, kidney infection, migraine, dysmenorrhoea, dyspareunia, dysuria and abdominal pain outcome was unknown and the genital haemorrhage and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2016, upper back and neck are much better. No longer having the right-sided pain. Still has quite a bit of sinus pressure, headache which is worse with bending forward, ear pain as well. Feels better in some ways but overall about the same. Patient developed a rash from penicillin and levaquin. Does not recall having problems with breathing or swelling in the throat with these reactions. On (B)(6) 2016, she is adamant that she wants to have it removed, may want a hysterectomy. On (B)(6) 2016, preoperative exam for gynecologic surgery. On (B)(6) 2016, encounter for routine gynecological examination with papanicolaou smear of cervix. On (B)(6) 2016, patient admitted for planned vaginal hysterectomy secondary to pelvic pain/menorrhagia. No intraoperative complications. Postoperatively, patient did well. Pain well controlled surgical pathology report: diagnosis: uterus, cervix, hysterectomy, bilateral fallopian tubes: multiple fragmented pieces of tissue, 154 gm in aggregate, including recognizable: benign endometrium, proliferative type, including benign endometrial polyp, 1.5 cm. Benign myometrium, including two leiomyomas, up to 3.0 cm. Benign cervix, including endocervix and ectocervix. Benign right and left fallopian tubes. Some fragments show recognizable serosa which is smooth and focally erythematous. There are two coiled silver metallic stents located within the bilateral fallopian tube segments at the proximal end, extending within the cornea of the uterine parenchyma. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, urinary tract infection, kidney infection, migraine, headache, dysmenorrhoea, dysuria and abdominal pain. Quality-safety evaluation of ptc: unconfirmed quality defect. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. A ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Reporters were added. Patients¿ details, concomitant disease, concomitant drugs and unstructured relevant tests were added. Abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal), bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bladder or urinary problems or changes dysuria and abdomen pain were added as events. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding,"), abdominal pain lower ("abdominal pain/ lower quadrant pain/severe cramping,") and back pain ("back pain"). The patient was treated with surgery (on (B)(6) 2016 underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, genital haemorrhage and pelvic pain to be related to essure. Company causality comment. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.